Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired four times. The first time the surgeon went to apply the clip to the cystic duct, when the device was fired the clip fell off the vessel. It did not form/close completely. The other times the device jammed. A new device was used to complete the procedure. There was no patient impact. The device was discarded.